Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there is a check clutch alarm. The reported complaint was confirmed by checking the alarm history. The device was visually inspected, found damaged top case and right plunger case. The device is repaired by replacing the left and right clutch, clutch spring, worm coupling, worm gear, and motor. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump displays an intermittent travel coarse error during repair. No patient involvement was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.